Manufacturer narrative:
E1 - initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. A 10mm x 2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, at sixth inflation, it was noted that the balloon ruptured at 12atm. The device was removed without any problem using the normal method. The procedure was completed with another of the same device. There were no complications reported, and the patient was in good condition after the procedure.

Event description:
It was reported that a balloon rupture occurred. A 10mm x 2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, at sixth inflation, it was noted that the balloon ruptured at 12atm. The device was removed without any problem using the normal method. The procedure was completed with another of the same device. There were no complications reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
E1 - initial reporter city: (B)(6). Device evaluated by manufacturer: the complaint device was received for product analysis. A visual inspection of the device identified no issues or damages on the hypotube shaft. Blood was identified within the balloon material. A detailed microscopic examination of the balloon material identified a pinhole 1mm proximal to the distal markerband when attempting to inflate. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. The device was attached to an encore inflation unit. A pinhole 1mm proximal to the distal markerband when attempting to inflate. The encore device was verified before and after use using the druck gauge. No other device issues were identified during returned product analysis.